Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "system error 105", caused by a failed input/output printed circuit board ((I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a device displayed a "system error 105" message. It was also reported that there was no patient involvement.